Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's spouse reported via phone call indicating that the customer was hospitalized on (B)(6) 2016 at 6 pm with a high blood glucose level of over 600 mg/dl. The customer was treated for their blood glucose with IV drip. The customer was wearing their insulin pump during the emergency call. The caller stated that they believe the customer did not connect to the insulin pump correctly earlier that morning causing the patient's blood glucose to rise. The customer was assisted with troubleshooting their insulin pump and the device passed. The customer did not return the product back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.